Event description:
It was reported that the right ventricular (rv) lead impedance was high with loss of capture. It was noted the connector fit between the lead and the cardiac resynchronization therapy defibrillator (crt-d) were discussed and it was explained that the left ventricular (lv) lead was plugged into the rv port. The lv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.